Event description:
It was reported that during device change out stored events on the device showed t-wave oversensing (twos.) It was also reported that different measurements were captured for real time r-wave measurement by the device vs. By paper. The decision was made to cap the ventricular lead and replace it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, ananlyzed, and no anomalies found. However, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay was melted, the outer insulation had a cosmetic depression, and there was apparent explant damage.